Event description:
The customer contacted spacelabs technical support to report that their xhibit central station (xcs) lost audible alarms. There was no patient or user harm associated with this event. In an attempt to resolve the loss of audio, the biomed restarted the device. Following the restart, the license was lost on the xcs. A field service engineer (fse) went on site to relicense the device and troubleshoot the loss of audio. The fse disconnected a cable that was connecting a pc to the xcs and re-licensed the xcs. Following the license resolution, the fse reported that the unit passed all functional testing and was returned to service. Cause of the reported failure was not determined.